Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. There was calcium at the proximal aortic neck. It was reported that twenty days post index procedure the endurant iis stent graft had a proximal type I endoleak. One month and twelve days post index procedure the physician elected to implant aptus endoanchors and another manufacturer¿s stent to treat the proximal type I endoleak. After implanting the aptus endoanchor and another manufacturer¿s stent the event was resolved. Per the physician, the cause of the proximal type I endoleak was due to the patient anatomy of calcium at the proximal aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.